Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed with this readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor was triggering the threshold suspend feature on the insulin pump. Customer's blood glucose was 106 mg/dl. Customer's sensor glucose level was 66 mg/dl. Troubleshooting for sensor glucose and blood glucose was performed. Customer advised some sensors they have no issues with while there are times they will experience bent cannulas. Customer was advised that the sensor would be replaced.